Manufacturer narrative:
Concomitant product(s): ddbb1d4 ICD, implanted: (B)(6)2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing dyspnea, which caused their device to be interrogated at the clinic. Upon interrogation, the patient's right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.